Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) erbe was analyzed and the reported failure (repeated error c-34) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the error and replaced the iesu to resolve the issue. A return material authorization (RMA) was issued requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy on integrated electrosurgical unit (iesu) had issues. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to power cycle the iesu, error c-34 displayed again after the power cycle. Tse guided the customer to disconnect the foot pedals from iesu. However, the error code was still present after the power cycle of the iesu. Tse explained how to use external forcetriad generator. The procedure was completed using bipolar with no reported injury.